Event description:
During procedure with a techstar 6 fr pvs device, one needle deployed without suture attached and the other needle stuck into the catheter. Surgery was required to remove the device. Surgery was successful with no further complications. The pt remained in-house for a prescheduled bypass procedure.